Manufacturer narrative:
Per tandem¿s t:slim x2g5 user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge connection disconnected. The connection was successfully reconnected. Blood glucose (bg) level was "high" and a manual injection was administered to address bg level.